Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had high blood glucose today and could not get them to come down. Customer's blood glucose was 472 mg/dl. Customer changed the set and there was blood in the cannula. Customer changed the site and treated with the pump. Customer expressed the following symptoms of high blood glucose such as fatigue and thirst. Customer treated with a bolus from the insulin pump. Customer did not have a tubing clamp. Customer was advised to call back to continue troubleshooting once they receive the tubing clamp. Customer was advised to do a complete set change.